Event description:
It was reported that the lv lead was implanted and explanted on the same day. No further information available at this time.

Manufacturer narrative:
Analysis was normal. No anomalies were found.